Event description:
It was reported that the patient underwent a posterior cervical fusion. It was reported that the head of the locking screw sheared off during tightening in the crosslink. The device was not removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.